Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 8.4 mmol/l, hi (greater than 33.3 mmol/l), and 9.2 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.